Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci 5 product to perform failure analysis. The assy motor module vertical axis ssc is50 was analyzed and the reported "repeated error23062" was confirmed and replicated. Visual inspection revealed that the motor cable connector was melted, and system logs verified the occurrence of error 23062 on the field system.

Event description:
It was reported that during internal service activity on a da vinci 5 system, a repeated error was observed when operating the hrsv, which was traced to a damaged connector on the vertical axis motor module. Initial troubleshooting identified poor contact due to heat melting the connector, and the vertical axis motor module was replaced. Calibration and final test drive were performed to confirm normal operation after the repair. The customer reported event has no report of patient injury.